Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: nemcomed (presently avalign technologies ¿ nemcomed) manufactured the oracle slap hammer, p/n 03.809.972, revision ¿b¿, lot # 6417551, per po # 1168386, dated (B)(6) 2010. The supplier¿s certificate of compliance dated (B)(6) 2010, indicates the lot was manufactured to the correct material, met the correct hardness, and all required specifications. The lot was inspected and conformed to the synthes incoming / final inspection sheet number (B)(4), revision ¿b.¿ there were no mrrs, ncrs, or complaint-related issues for this lot number. 25 parts were released to the warehouse on september 22, 2010. The oracle slap hammer was made to the synthes drawing # 03.809.972, revision ¿b¿, released on (B)(4) 2008. Device is an instrument and not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an oracle slap hammer (03.809.972) broke during surgery on (B)(6) 2014. The surgeon was performing a transforaminal lumbar interbody fusion and while pulling out the transforaminal posterial atraumatic lumbar (t-pal) trial, the slap hammer broke between the shaft at the neck where it interfaces with the trial. No delay in surgery and no patient adverse event were reported; the surgery was completed successfully. No patient information was available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product investigation reported the oracle slap hammer had been broken at the threaded connection. The oracle slap hammer is used in the oracle spacer system as well as the t-pal (transforaminal posterior atraumatic lumbar) spacer system in order to remove trial spacers. Technique guides j8158-d oracle spacer system and j9931-c t-pal describe the use of the slap hammer to remove trial spacers. The drawings (03_809_972 rev b, 03_809_972_1 rev b, 03_809_972_2 rev b, 03_809_972_3 rev b, es0015-1 rev g, and es0003-78 rev f) for this instrument were reviewed and the design of the pin through the threaded connection is not seen as sufficient from a design perspective. The returned part 03.908.972, lot 6417551, arrived in three parts, the slap hammer having fractured just below the connection end in the thread below the cross pin. Mechanical test set_20100774 t-pal removal impact demonstrates that the applicator handle, trial and slap hammer construct can with stand 6.7kn of force which is adequate as explained in the test report. The returned device was manufactured in august 2011. The design was reviewed and the design of the pin through the threaded connection increases the likelihood of failure at this location. Therefore, the complaint is valid with respect to design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.